Event description:
It was reported that the patient had a seizure, aspirated and then expired. The date of patient's death was indicated in the manufacturer's device registry. It was noted that the patients pump was still alarming. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted:, product type: catheter. (B)(4).